Event description:
Information received indicates the left head brake caster is not working. The brake can be set on all of the other casters except the left head caster.

Manufacturer narrative:
The technician found the hex rod set screw was broken and the hex rod came out of the actuator stem on left caster. The technician extracted the broken screw and installed a new set screw to repair the stretcher.